Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. In this case, the lesion was characterized as heavily calcified, which appears to have contributed to the failure to cross. It was reported that resistance was felt during advancement due to the calcification. Interaction with the calcification appears to have contributed to the loosening the stent during removal of the stent delivery system. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The reported failure to cross and unstable stent appear to be related to the procedural circumstances and there are no indications of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been issued for unstable stents for this lot.

Event description:
It was reported that during the procedure in the right coronary artery with heavy calcification, after pre-dilatation using a 3.0x8 trek, a 3.5x08 rx xience v stent system was advanced and resistance was felt due to calcification. The device was withdrawn from the anatomy so that additional dilatation could be performed. Upon removal of the stent system, it was noted that the stent was loose on the balloon. The stent system was no longer used. Another xience v stent system of the same size was used successfully. There was no significant clinical delay in the procedure and no adverse patient effect. No additional information was provided.